Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the ok button on the keypad was unresponsive. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, the keypad was noted to be fully intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal evidence of contamination, damage or defect. The pump was opened for investigation with no evidence of internal damage or defect. Investigation was not able to confirm or duplicate the complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.